Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they experienced hypoglycemia. Customer's blood glucose value was 40 mg/dl. Customer declined troubleshooting for low blood glucose. It was unknown how the customer treated themselves for low blood glucose. It was unknown whether customer was using auto mode. The device will not be returned device for analysis.